Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. All electrical testing was within specified parameters.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not deploy. The lead was not used and a new lead was implanted. It was also reported that during the implant procedure, the device failed to defibrillate the patient after multiple attempts. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.